Event description:
Litigation papers allege patient now suffers from persistent pain and elevated metal levels. The patient's physician has stated that the patient will have to undergo revision surgery. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening and pain. Update: 5/28/2012 - medical records were received. At this time, the complaint was reviewed. During review, it was noted that the litigation alleged elevated metal levels; however, the patient had not been revised at this time. Upon revision, the sales rep reported cup loosening. The product page was updated, but the femoral head was inadvertently not added to the complaint record. The complaint is being updated at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.